Event description:
Event description boston scientific received information that during interrogation of this pacemaker, loss of telemetry was observed. The caller was inquiring about current software for the zoom programmer.